Event description:
It was reported that the patient's atrial lead was experiencing high impedance and was found to be fractured. The patient's device was programmed to vvir and the lead remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.